Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient called in and reported a large drain volume. A follow up call was made to the patient's peritoneal dialysis nurse and she was not aware of the event. The peritoneal dialysis nurse reports seeing the patient three times since the event and stated there was no injury. Fill 0; drain: 128 ml. Fill 1 - 1707; drain: 5696 ml. The reported drain volume of 5696 ml was 335% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.